Manufacturer narrative:
This report represents a combined initial and final report. Investigation summary: the event product was returned for evaluation. Upon inspection, engineering found the winding around the distal hole of the catheter came loose. This would lead to the balloon not inflating. The root cause of distal winding slip is most likely due to the unit being pushed/pulled with force in an inflated state within the vessel. The device is designed for a maximum pull force of 1.05 lbs; exceeding this value may result in winding slip. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Additional information requested and received.

Event description:
Procedure performed: thrombectomy. "When removing the python over the wire, we thought the python tip was unraveling. Physician ask for me to check for any malfunctions. I noticed the balloon had a hole and it wasn't inflating." Additional info received: june 15, 2016. Balloon was inspected prior to the start of the procedure. No unraveling found on this catheter; only hole in balloon.